Event description:
It was reported that after a colorectal anastomosis was performed using the cdh29p stapler during an ar procedure. However, on (B)(6), staple line disruption was identified, requiring a re-operation. During the initial procedure, no device malfunctions were observed, including battery error or firing trigger failure. Prior to firing, the stapler angle was not excessively adjusted, and no undue tension was applied to the colon. The anvil was fully engaged at the time of firing, and compression was adequately confirmed, with the compression monitor indicating the orange marker positioned at the center, aligned with the surgeon¿s tactile feedback. After firing, the device was removed following the standard protocol, including two full counter-rotations prior to extraction.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: the leakage issue was identified more than about one week after the date of use. As a result, the product had already been disposed of post-procedure, and there are no remaining device at the hospital available for return. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.